Event description:
Customer reportedly received the following results on the compact plus system: within 10 minutes: 20 mg/dl and (132 or 136 mg/dl) and within 10 minutes: (290 or 295 mg/dl) and (132 or 136 mg/dl). No adverse event reported. Return of suspect device was requested and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.